Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt site was uncomfortable at times. In additional, the ipg occasionally felt as if it was protruding out of her back. The physician may be contacted to interrogate the system.